Event description:
During a laparscopic colon procedure the shears locked out with error. It was a brand new product. Another device was used to complete the case. There were no adverse consequences to the patient. One device is being returned.